Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a difference between sensor glucose and blood glucose values and the insulin delivery was suspended. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_ngp. Troubleshooting was performed, blood glucose value was 500 mg/dl and sensor glucose value was 360 mg/dl at the time of event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was not performed for the high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b - product material has been changed from unknown ngp to mmt-1884 and updated brand name, product code and common device name. 3. Section d3 -updated manufacturer name & location. 4. Section d4 - updated model number, catalog number, serial number, lot number and primary UDI number. 5. Section h11 - added verbiage for pr manufacturing site. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884. No product return is required for mmt-1884.